Event description:
A dialysis facility reported that while the machine was in a heat disinfection mode, sparks and smoke were observed and the machine caught on fire. A fire extinguisher was used to put out the fire. There was no staff or patient injury/illness.